Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer had symptoms such as weakness and dizziness and treated with syringes. Customer reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer reported a couple bent cannulas. The product was not returned for analysis.